Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough ns; guide catheter: mach 1 fr4; stent: nobori 3.5x24mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo, concentric lesion in the proximal right coronary artery with heavy tortuosity, moderate calcification and 99% stenosis. The vessel diameter was 6.0 mm and the lesion length was 25 mm. Pre-dilatation was performed with a 3.0x10 mm non-abbott balloon catheter. A 3.5x24 mm non-abbott stent was implanted in the target lesion at 12 atmospheres (atm). A 4.5x12 mm nc trek dilatation catheter was advanced without resistance for post-dilatation; however, the balloon ruptured during the second inflation at 12 atm. The 4.5x12 mm nc trek dilatation catheter was withdrawn from the patient anatomy without resistance. No additional dilatation was performed as it was confirmed that the stent was fully apposed to the vessel wall with intravascular ultrasound. Reportedly, the physician commented that the stent was not fully expanded due to the calcified lesion so that may be why the balloon ruptured. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.